Manufacturer narrative:
The fse evaluated the device onsite and identified that plate and plate housing were damaged due to discharge. As a result, the paddle repl. Kit water resistant (453563476991) was replaced to resolve the issue. After that the device was back to service. The device remains at the customer site, and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart mrx device indicating that there was a spark from the plate during discharge while testing.